Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 140054 - maxim por ana pri fml 75 rt ¿ 010000, 11-150830 - bmet arcom ap pat w/wire 37mm ¿ 707360, 141314 - biomet finned pri stem 40mm - 437850, 103531 - ti low profile screw 6.5x20mm ¿ 147953, 103536 - ti low profile screw 6.5x45mm ¿ 095960, 103534 - ti low profile screw 6.5x35mm ¿ 173426.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right knee revision approximately 13 years post implantation due to poly wear. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.